Event description:
Upon receipt of the device, the user reported that pin 6 of the network interface card (nic) side connector was loose. Upon plugging the cable into the system 1 base, the user noticed this pin was depressed fully into the connector; it could be pulled back out, but the pin remains loose. There was no pt involvement.

Manufacturer narrative:
Investigation in process, but not yet completed.